Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 215 mg/dl at the time of incident. Customer declined troubleshooting. Customer stated that the insulin pump had no delivery alarms, quarter hairline crack near the top and the screen had gouges. The insulin pump will not be returned for analysis.